Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2019. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV for unknown side. Device was explanted.